Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, shaft, collar, and tip were visually and microscopically examined. Blood was present inside the device. Inspection of the device revealed that the hypotube and shaft of the device had numerous kinks. The collar and shaft were damaged, and the shaft was partially detached. The damage to the collar and shaft is consistent to resistance to the device during it was rotated/twisted in the patient. The shaft, markerband, and tip were flattened. The shaft was flattened 6cm-11cm distal of the collar. And the shaft, markerband, and tip were flattened for 1cm from the tip. The od (outer diameter) of the undamaged shaft was measured with a calibrated laser/led micrometer. The od was .067 inch, which was within specification. The guide catheter used in the procedure with the guidezilla ii complaint device was not returned for analysis, so a 6f test guide catheter was used for functional testing. The guidezilla ii was not able to be inserted into the hub or device due to the flattened tip and shaft. Product analysis confirmed the reported events, as the shaft was kinked and damaged, which caused the device not to be able to advance through the test guide catheter.

Event description:
Reportable based on device analysis completed on 26oct2021. It was noted that the catheter got kinked and could not cross lesion. The target lesion was located in the left coronary artery. A 6f guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the device got kinked and could not cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the shaft was partially detached.